Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 118, 200, 80 and 126mg/dl and the sensor glucose was 45, 200, 280 and 80 mg/dl. Sensor glucose was suspending on low saying sensor glucose was 49 mg/dl, she came home and checked blood glucose on 2 meters and one was 86 mg/dl and the other 88 mg/dl blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.